Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; during a lobectomy procedure there was an air leak at the staple line and the stapler did not fire. The black pusher thumb piece was able to be moved. Instead of cutting, the blade just tore the tissue. There was tissue damage. The leak was sewn with suture to resolve the issue. The patient is alive with injury. The patient had air leakage on the staple line and bleeding.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; during a lobectomy procedure there was an air leak at the staple line and the stapler did not fire. The leak was sewn with suture to resolve the issue.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one reloadable stapler. The visual inspection of the returned product noted the stapler had a single use loading unit (sulu) loaded in the stapler. The sulu contained a full complement of staples and was properly set. The sulu knife blade was inspected and no damage was observed. Damage was noted on the sulu side of the stapler; the center bar was retracted into the retainer. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the center bar retraction condition may occur if the loading units are unloaded improperly. After firing, if the firing knob is not fully retracted, difficulty in removal of the loading unit may be experienced and the center bar may fall back into the firing knob retainer. The instructions for use (IFU) includes instructions for after the firing, which includes returning the firing knob all the way back to its pre-fire position. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.